Event description:
Additional information provided indicated the patient underwent an ablation procedure to resolve the atrial fibrillation. The patient was in stable condition.

Event description:
It was reported that inappropriate antitachycardia pacing was delivered by the device for atrial fibrillation. No malfunction was alleged against the device and the device performed as expected based on the programmed settings. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.